Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age:55 & gender: female), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the event data was provided for review. Review of the event data shows significant motion during ECG analysis, reflected in the ventilation waveform and consistent with changes in patient impedance caused by movement. Although motion was recorded by the CPR sensor, the activity did not exhibit a pattern typical of chest compressions and may have been caused by another type of movement that could not be further identified. The motion introduced ECG artifact in segment 3, which likely contributed to the no shock advised decision. Based on the available evidence, the device functioned as designed and within expected technology limitations, with the motion artifact influencing the analysis outcome. Analysis for reports of this type has not identified an increase in trend.